Event description:
The reporter noted the dermatome was "out of calibration and advised it tore tissue". Additional clinical information has been requested by integra numerous times but was not provided at the time of this report.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.